Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified proximal left circumflex (lcx). The 3.00x15mm nc quantum apex balloon was being used for predilatation. The physician inflated the balloon first to 16atm. The second inflation was to 20atm and the balloon ruptured. The device was removed intact. No patient complications were reported and the patient's status is good.